Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that pcu would not stop beeping when turned on, displaying system error 255-32768-41. There was no information on patient involvement.

Event description:
It was reported by the customer that pcu would not stop beeping when turned on, displaying system error 255-32768-41. There was patient involvement however patient no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device had a system error code 255-32768-41 was confirmed during the review of the logs and replicated during laboratory testing. Results from the laboratory testing confirmed a malfunctioning logic board caused the pcu to display a system error code 255-32768-41 and other related code errors. Any error with error code 255.327xx-xxx is associated with fault 800.8000 represents the same failure in the u7 (main processor) of the pcus, the difference is that error code 800.8000 indicates a general operating system fault code not visible to the user and error codes 255.327xx-xxx indicates a soft fault failure within a specific domain. The external and internal inspection process was performed on the suspect pcu. The inspection found the instrument to have the manufacturer seal intact. The error logs showed the next codes: at 11:24 pm on 12jan2025 the malfunction system code 255-16-275. At 11:24 am on 12jan2025 the error code 800.8000, this error occurred seven (7) times. At 4:16 pm on 23jan2025 the error code 800.8000, this error occurred fifteen (15) times. The event logs showed the infusions: at 10:57:45 on 12jan2025 programming basic infusion with rate = 600 ml/h; vtbi = 990 ml; pvi = 0 ml. Two (2) minute latter was reprogramming basic infusion with rate = 800 ml/h; vtbi = 982.029 ml; and the total primary volume infused register was 7.971 ml. The pcu event log observed power on the day 23jan2025 at 3:34:39 pm no active infusion was programmed, and no modules were attached. Based on the review of the day 23jan2025, the system turned on and was on for about forty (40) minutes until the system error code 800.8000 appeared. The alaris pcu system error tip sheet states that when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion in order to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Notes to repair center: suspect pcu s/n (B)(6) (w/o: (B)(4)). Please replace the logic board and re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported system error code 255-32768-41 was determined to be the result of a faulty logic board. The root cause of the faulty logic board was not determined during testing or software engineering tests. Note that this report lists imdrf annex a1102, a1104, a0721, g0200802, g02005, c10, c02, d02, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.